Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft fractured. The physician was treating the proximal left anterior descending (lad) coronary artery with a 3.0x28mm taxus express2 drug eluting stent. The stent was deployed successfully but upon removal of the stent delivery system (sds) the catheter broke in half. The pt was taken to surgery for removal of the sds and is reported as fine. Add'l info has been requested from the site with no response rec'd as of the date of this report.